Manufacturer narrative:
The suspected device was not returned for evaluation. However, images were provided by the customer for evaluation. In the photos provided, there was no liquid in the syringe in the original packaging. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Customer reported that there was no liquid in the syringe in the original packaging. The microsphere was found to be in a dry state, and the liquid leak was observed. No patient harm.